Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, at approximately 11:00 pm, the patient reported receiving a low alert on the cgm displaying a glucose reading of 50 mg/dl. To verify the reading, the patient performed a fingerstick bg, which measured 200 mg/dl. The patient reported no physical symptoms during the event, although she stated that the discrepancies made her feel jittery. The patient subsequently sought evaluation from a physician; however, she was unable to recall the date of the visit or the fingerstick bg values obtained during the evaluation. The patient reported receiving intravenous fluids and intravenous insulin during the visit but was not hospitalized. The patient also reported that the cgm readings were fluctuating significantly and described them as ¿jumpy.¿ it was noted that the patient was not connected to an insulin pump at the time of the event. The patient confirmed that she was feeling ¿fine" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.